Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that during a patient event, their device would reportedly not deliver defibrillation energy to a patient. The device was connected to the patient with the defibrillation electrodes and the hospital initially wanted to pace the patient but during treatment, the patient went into cardiac arrest. The hospital staff then charged the defibrillation energy on the device but the staff indicated the device was unable to deliver the energy. This was attempted multiple times. The customer indicated on the third or fourth attempt, the device successfully delivered defibrillation energy. The delay of the defibrillation energy was not reported. The patient did survive the reported event. No additional information regarding the patient or the event was reported.